Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values the day the sensor was inserted in the arm. The patient experienced vomiting, diaphoresis, and tiredness. The cgm was reading unremembered but reportedly "off." The blood glucose reading was 550 mg/dl and the patient was presented to the hospital. The patient was treated with IV insulin and was discharged after 9 hours. The patient was okay at the time of the report. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.